Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer also reported low blood glucose levels. Customer's blood glucose reading ranged from 42 to 529 mg/dl. Customer showed symptoms of shakiness and perspiration. Customer stated that the insulin pump alarmed no delivery. Troubleshooting was done for the no delivery alert at which time a bent cannula was discovered. Customer administered 10 units of insulin as a correction amount after changing the infusion set. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.